Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a obtryx ii was implanted into the patient on (B)(6), 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; pain inter; inab inter; diff bowel; rec incont; psych; oth pain: lower abdomen pain nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: panadol for the treatment of: to treat uti related pain. Treatment duration: 4 years. On (B)(6) 2000 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to help treat incontinence . Treatment duration: 21 years. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): vaginal cream & pessaries for the treatment of: to treat incontinence and bladder infections. Treatment duration: 4 years. On (B)(6) 2017 the patient commenced other for the treatment of: to treat chronic uti's and thrush. Treatment duration: 4 years. On (B)(6) 2016 the patient commenced other (please specify) for the treatment of: to treat hip/buttock pain. Treatment duration: 5 years. On (B)(6) 2019 the patient commenced other for the treatment of: to treat pain/tenseness in back, buttock and stomach area. Treatment duration: 2 years.